Event description:
It was reported that during use of this suture hook in a right shoulder stabilization, the hook snapped where the hook and shaft join. The hook was retrieved from the patient's shoulder with a forcep and there was no injury to the patient.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation results: an investigation of the suture hook could not be completed as it could not be located by the user facility. A two year review of the product history found similar reported problems. This type of failure can be caused by excessive lateral force during use, mechanical shock, or over stressing of the instrument. The information for use (IFU) warns the user: avoid lateral stresses to the instruments or device function may be compromised and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. An investigation for this failure mode remains in process.